Manufacturer narrative:
Quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. There was 1.5 cm of tip coils that was separated and not returned, there was 1.5 cm of tip coils that was attached to the proximal solder. The core was sticking out of the separated coils for a length of 2 mm. The guide wire was returned in a 1.5x6 mm medtronic catheter. There were two stents returned with blood visible on them. The 18 mm stent was returned with the iron man through one of the first distal rows of struts and the stent loose on the wire. It was completely stretched out for a length of 7 cm. The distal end of the 12 mm stent was entwined in the proximal end of the 18 mm stent. It was stretched to a length of 2.5 cm. No other damage was noted. The device was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. From the case description, lab analysis, and sem analysis, it is apparent theat the guide wire became trapped on the stent and the stent was withdrawn when the guide wire was removed. The guide wire and stent were heavily damaged during the procedure, but the analysis did not find a manufacturing quality issue that could have contributed to the reported experience. The guide wire appeared to have entered a stent strut and become entangled with the stent. The guide wire insturctions for use warns that there is an increased risk of guide wire damage when a guide wire is inserted through a stent strut. The cause of the experience is concluded to be related to circumstances during the procedure. There was no manufacturing related quality issue found that was attributed to the guide wire. The lot history record was reviewed. There are no nonconformities associated with this lot number. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: medical intervention to remove the guide wire. Device issue: guide wire could not be removed from the patient. It was reported that the target lesions were the circumflex (cx), posterior lateral (pl), and psterior descending (pd). The whisper guide wire crossed the pl and another company's guide wire corssed the pd. After pre-dilating the cx/pll lesion a 3.0 x 28 vision was implanted. A 3.0 x 12 vision was implanted at the lesion in the cx lesion, overlapped by the 3.0 x 28 vision. The iron man was delivered to the pl lesion. The pd lesion was dilated and the cx/pl lesion was post-dilated with other cos' balloons. The stents were pushed toward the vessel wall and the iron man was trapped and could not be removed. An attempt was made to remove the iron man with a snare, but was unsuccessful. The iron man was removed with support from another company's balloon; however, the vision stents were also removed as they were stuck with the iron man. Ivus confirmed that the stents were completely removed and the condition of the paitent was stable. No additional event or patient information is available.